Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardiac monitor exhibited undersensing of supraventricular tachycardia and binned it as atrial fibrillation. No intervention was performed. There were no patient consequences. The patient will continue to be monitored.